Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited over sensed noise. No intervention was performed, and lead is being monitored. Patient condition was stable.